Event description:
It was reported that after multiple inflations, the pta balloon catheter was fully deflated but allegedly would not retract through sheath. The catheter and sheath were removed together as a single unit without incident. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon stuck in the users introducer sheath. The distal end of the sheath was buckled, and a complete break was noted in the catheter shaft. Therefore, the investigation is confirmed for the reported retraction issues, and for a break in the catheter shaft. It is likely that excessive force during retraction caused a break in the outer catheter at the proximal balloon glue joint. The definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: additional intervention.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after multiple inflations, the pta balloon catheter was fully deflated but allegedly would not retract through sheath. The catheter and sheath were removed together as a single unit without incident. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.